Event description:
It was reported that a right ventricular (rv) lead had t-wave oversensing (twos). Two's seen mostly during activity. Shortness of breath noted during activity. The rv lead sensing was adjusted. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.